Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was repositioned on (B)(6) 2025. The recipient has reportedly fully healed and device was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Repositioning surgery has been scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing redness at the implant site. Magnet strength was adjusted and the recipient was advised to discontinue use.